Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarm which was reproduced during evaluation. A review of the event history log identified upstream occlusion alarm. The cause was determined to be the upstream/ultrasonic sensor out of specification. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.